Manufacturer narrative:
(B) (6). (B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous mid left anterior descending (lad). The balloon was inflated to 6 atms on the first inflation and 10 atms on the 2nd inflation. It was inflated to 10 atms on the 3rd inflation and the balloon ruptured. The procedure was successfully completed with another of the same device. No pt injuries or complications were noted. Pt condition listed as "good."